Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013, due to the fracture did not heal that the innertroch area.

Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to the fracture not healing at the intertroch area.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion" (note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(4) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)